Manufacturer narrative:
This is the information known at this time. When additional information become available, this event will be updated.

Event description:
Boston scientific received information that this device displayed elective replacement indicators (eri). There was concern that eri was indicated earlier than expected. No adverse patient effects were reported.